Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's mother reported that upon removal of the sensor pod, the sensor wire stayed at site of insertion. The patients mother removed the sensor wire herself. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)